Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. A request was made to have data from this device analyzed. Data analysis showed that this device was not cleared for implant. No patient involvement.